Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. It was unknown when the infection was first discovered. The atrial lead was explanted and replaced. The patient was stable throughout the procedure.